Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had sticky buttons and insulin pump seizes or locks up. Customer¿s current blood glucose was unknown. Customers stated that clock was slow and has to be reprogrammed, plastic chips off when changing reservoir as well as unexplained no delivery alert. Insulin pump will not be returned for analysis.